Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the 3100a randomly stopped ventilating while connected to a patient. This issue occurred twice. The customer confirmed that there was no patient injury associated with the event.